Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the blood glucose had been bottoming out and that a dietician made changes to the carb ratios. The blood glucose was 130 mg/dl on average but had been as low as 50 mg/dl. The spouse declined troubleshooting and no product will be returned.